Event description:
It was reported that during implant, the right ventricular (rv) lead had fluctuating and high impedance in bipolar and unipolar impedance was also high. There was still high impedance after implant, however, it was within acceptable range when the patient left the lab. At a follow-up check one week later oversensing was noted with and without provocative maneuvers. During a revision procedure, the lead was found to be secure in the device header, and the lead was found to be within acceptable range when tested on the analyzer. Blood was noted under the right ventricular (rv) connector grommet of the device. The device was reconnected and measurements were fine, however, the physician elected to change the device. The lead remains in use. It was noted that for recent implants of this model lead, the impedance measurements recorded at implant have been higher than previously seen but are still within normal limits. The impedance is slightly lower again at the one-day check. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, and there was oversensing on the right ventricular lead. 10 non-sustained tachycardia episodes (nst) of less than 220ms were recorded in (B)(6) 2014.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Product event summary: the device was returned and analyzed. No anomalies were found. Products: 407458 implantable pacing lead 2013 (B)(6). (B)(4).